Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol sepramesh ip (device #1) used to treat the patient. The patient's attorney alleges injuries and records is not possible. This emdr represents the bard/davol sepramesh ip (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol allomax surgical graft device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges the patient underwent surgery for implant of an unspecified bard/davol sepramesh ip (device #1) or an unspecified bard/davol allomax surgical graft on (B)(6) 2014 or (B)(6) 2018. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device(s). As reported, the patient is making a claim for an adverse patient outcome against the bard/davol sepramesh ip (device #1). As reported, the attorney alleges patient experienced emotional distress and the device was defective.